Event description:
It was reported that when the patient was first implanted it was supposed to be for inguinal (groin) and left inner thigh pain however the patient felt stimulation in the shoulders. It was determined that it was implanted incorrectly after the first week of implant. It was noted that the patient had a revision and they flipped it. It was noted that the patient did not have a trial and was awake during the implant procedure to provide feedback in terms of where they felt stimulation.

Manufacturer narrative:
Product ID: 7494, serial# (B)(4), product type: extension. Product ID: 3587a00001, serial# (B)(4), product type: lead.

Event description:
No additional information available. It was noted that the patient was implanted over 20 years ago and the healthcare professional (hcp) had no information to provide.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).